Event description:
It was reported that, noise resulting in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Ra lead damage was suspected but this was not confirmed. Proactive maneuvers were performed; the noise was not reproducible. The patient was stable and will continue to be monitored.